Event description:
The patient reported that in 2005 during drainage they noticed that the set was leaking. The transfer set was changed for a new one. In 2005, the patient was diagnosed with peritonitis. The patient was treated with vancomycin 3 doses (3gr) and amykacine during 21 days. The patient has recovered. There was not exit site or tunnel infection. There was no break in the aseptic technique. The patient does not reuse supplies. The patient has not had any previous peritonitis reported.